Event description:
It was reported that the system would not boot at all. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gib board was evaluated and replaced. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.